Event description:
The device was returned to the service center for preventive maintenance service. During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing the device alarmed with an e321 (battery charger timeout) error code. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.